Event description:
On (B)(6) 2012, the reporter, the patient's husband, contacted animas to report the time was incorrectly set on the insulin pump. The reporter noted the pump was set for pm instead of am. On the night of (B)(6) 2012, the patient experienced the symptom of convulsions; her husband did not test the patient's blood glucose level. The patient was treated with a glucagon injection. Her subsequent blood glucose readings were 60 mg/dl and 102 mg/dl. The patient did not seek any medical attention. The patient's technique was incorrect by not correctly setting the pump's date/time. However, as the patient allegedly suffered symptoms suggesting severe hypoglycemia and received treatment with glucagon after this issue occurred, this complaint is being reported.

Manufacturer narrative:
The pump was returned to animas for investigation. Evaluation revealed there were no issues found with the pump's accurate insulin delivery. It was also determined the bt1 component has failed; however, this product issue is not the reason for this complaint.